Event description:
An endurant bifurcated stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm. Aortic neck was 28 mm in diameter and 3 cm long with minimal 10-15 degree angulation. The right iliac was dilated to 20-24 mm in diameter, and the left iliac was aneurysmal with a 4.2 cm iliac aneurysm; the left hypogastric had been previously embolized. During the case, 10,000 units of heparin were given 35-40 minutes before the final angiogram run, followed by another 1500 units. On the final angiogram, a type IV endoleak, seen as a delayed blush filling the sac was seen a few stents above the flow divider. No intervention was performed, and the patient will be monitored by the physician. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation, results - inherent risk of procedure (endoleak), (unknown cause of endoleak), evaluation, conclusion: (unknown cause of endoleak).

Event description:
(B)(4).